Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, patient fell out of the bed and did not sustain any injuries. Complaint (B)(4) were entered into our system to have the mattress returned to joerns for investigation. As of this writing, the mattress has not been returned.